Event description:
It was reported that a deflation issue occurred. The target lesion, which was 100% stenosed, was located in the moderately tortuous, moderately calcified superficial femoral artery. A contralateral approach was used, and the 20 cm lesion was dilated with a coyote 2-150 balloon. A 6.00 mm / 2.0 cm / 135 cm peripheral cutting balloon was inflated at 6 atmospheres for 1 minute and was repeated 13 times at 6 atmospheres for 1 minute each. After the 13 inflations, the balloon was removed once and reinserted. Following inflation with a non-boston scientific catheter, imaging showed areas of inadequate dilation. Additional dilation was then performed 3 times at 20 atmospheres for 1 minute each with the peripheral cutting balloon. After these inflations, the balloon pressure dropped, a twist was observed in the shaft approximately 10 cm from the proximal end of the balloon, and a membrane-like structure on the shaft was torn. Removal was attempted, but the balloon could not be deflated. After multiple attempts to inflate and deflate it, only the device was successfully removed. There was no evidence that the wire became stuck during insertion or removal. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition following the procedure.